Event description:
No additional information to report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The reported event could not be confirmed due to lack of medical records and product return. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a1, b4, b5, g3, h2, h6. The following section was corrected: h4. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was further reported that the patient was experiencing pain as a result of the implant subsidence. Attempts have been completed and all available information has been provided.

Manufacturer narrative:
(B)(4). D10: 42540200029, all-poly patella cemented 29 mm diameter, lot # 66577462. 42502206401, femur trabecular metal cruciate retaining (cr) narrow porous, lot #66661721. 42512100810, articular surface medial congruent (mc) left 10 mm height use with tibia sizes e-f/cr femur sizes 8-11, lot # 66760111. G2: event occurred in australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was requested but not returned by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that approximately 7 months post implantation of a left total knee arthroplasty, the patient underwent a revision due to tibial subsidence. Attempts have been made and no additional information has been provided.